Event description:
It was reported that the customer's insulin pump alarmed during manual prime. The customer's blood glucose reading was 204mg/dl. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.